Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device delivered medication at an inaccurate rate. There was patient involvement however no harm.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Annex a : a1801, a0401, a2101. Annex g : g02017, g04063, g04070, g04037, g04080. Annex b : b01,b14. Annex c : c0601, c07, c070606. Annex d : d15, d02. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device delivered medication at an inaccurate rate. There was patient involvement however no harm.